Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a nephrectomy procedure, surgeon reported using the device with a white reload and said that the device cut yet did not staple. No other details available, no device available for return. There were no patient consequences reported.